Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was put on hold and the patient's catheter was removed. No additional information is available.